Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 660 mg/dl. The customer stated that she had symptoms such as vomiting, dizziness, migraine and shortness of breath. The customer stated that she might have gone to cardiac arrest. The customer was hospitalized for diabetic ketoacidosis. The customer was treated for the high blood glucose readings with insulin drip. The customer will be sent a replacement battery cap.